Event description:
It was reported that a user experienced pain and burning at a newly inserted infusion site and subsequently noted rising blood glucose to 277 mg/dl while using the ilet and announcing multiple meals for correction. Review of user-submitted photos showed the adhesive was not fully adhered and a coupling adhesive sticker was placed over the short tubing, creating tension that partially dislodged the cannula and led to insulin leakage, consistent with improper infusion set placement and inadequate adhesion. Infusion set deployed incorrectly documented under (B)(4)/ case number (B)(4). Symptoms included hyperglycemia without reported associated signs. Outcomes included on-call troubleshooting and education with guided infusion set replacement and verification via photos that the new set was appropriately placed, with planned follow-up to confirm glucose recovery. Investigation included customer interview, photo review, and technical support guidance regarding correct infusion set application. Investigation of this case revealed user using meal announcements to correct blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was user technique-related improper infusion site adhesion and routing, resulting in interrupted insulin delivery. Report number 3019004087-2026-30110 has been submitted for infusion set deployed incorrectly.